Event description:
It was reported that a pericardial effusion occurred. A watchman access system (was) double curve was positioned and a 30 mm watchman laa closure device & delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. The laa anatomy was described anatomy was described as broccoli with a chicken wing type of appendage. Prior to device deployment, the was perforated the back wall of the laa. A pericardial effusion was noted for which a pericardiocentesis was performed. The bleeding continued so the patient was sent to surgery for an open sternotomy to stop the bleeding and close the appendage. Surgery was successful. All devices were removed prior to sending the patient for surgery. Patient remained stable and has been discharged. Of note, patient is a breast cancer survivor with fragile laa tissue due to prior radiation treatments.